Event description:
Used the fasciablaster as directed. Originally saw some improvement. Followed directions. Found myself gaining weight, foggy brained and unable to focus. Also symptomatic of tmj. Saw doctors. Did blood work. Have actual physical claw lines in my fascia from the fasciablaster. Reported the claw lines and tmj to the MFR who indicated I needed to buy her book and keep using the tool. I have since stopped using the tool and my tmj symptoms have stopped and I can focus, no longer fog brain. But I still have permanent to the fascia in my thighs calves and arms. The date above is just a date that I reached out to MFR. I have been using this product for over a year.